Event description:
On 8/14/98, pt underwent an insertion of a bard-port implanted port in the right subclavian area. Because of problems with the wound, her chemotherapy was delayed. On friday, sept 18, 1998, the pt was seen at the oncologist's clinic and was to begin chemotherapy. After several unsuccessful attempts to get a blood return a chest x-ray was taken. The chest x-ray revealed that the catheter was dislodged. She was taken to the hosp nearby and via heart cath, the piece of catheter tubing was removed from her pulmonary artery. The remainder of the port-a-cath device was removed on 9/24/98 and replaced with another brand.